Event description:
The following info was reported to kci by the nurse: they are unable to locate a foreign material alleged to be v.a.c. Whitefoam dressing in the pt's wound. On (B)(6) 2015, the following info was reported to kci by the nurse: on (B)(6) 2014, the foreign material alleged to be v.a.c. Whitefoam dressing ws placed in the pt's wound. On (B)(6) 2014, the home health nurse was unable to retrieve the foreign material. The pt was referred to his surgeon, and an MRI was performed on (B)(6) 2014. On (B)(6) 2014, the foreign material was surgically excised and v.a.c therapy was re-applied. The pt did not exhibit any signs or symptoms of an infection and is reported as doing well.

Manufacturer narrative:
Based on the info provided, this report is being filed due to possible user error. The foreign material was not returned to kci for identification: therefore, kci is unable to confirm its identity.